Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an unknown issue with a 6fr angio-seal vip device. The patient condition was ok. The procedure outcome was successful. There was no patient injury/medical or surigical intervention required. Additional information was received on 28jan2020. The device did not deploy correctly. The procedure performed was an arterial stick for runoff. A 6fr procedural sheath was used. An angiogram was performed at the time of the procedure. Blood flow was obtained from the drip hole as appropriate, and they proceeded through the steps with collagen placement, however, when they went to pull back the suture, the components did not withdraw as intended. Another angio-seal was brought out on the table and manipulated the parts with hemostats until they deployed the collagen. Hemostasis was achieved with the device. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Two used 6fr angio-seal vip devices were returned for product evaluation. The first device, the carrier tube assembly was returned mated with the hemostasis sheath in a fully deployed state along with a bent arteriotomy locator. A partially opened poly foil pouch and header bag were returned. Visual inspection revealed that the tip of the locator was noted severely bent. The hemostasis sheath was found to be mated with the carrier tube assembly. The deployment sleeve was in the forward lock position with the color bands fully concealed. The suture was exposed at the distal tip of the hemostasis sheath and it had a clear shrink wrap marker present. The end of the suture was inspected under the microscope and it appeared to be cut manually with a blade. There were no collagen and anchor returned. The device was returned in a state of complete deployment. No other visual anomalies were noted. The second device, the kinked carrier tube and locator were returned along with a partially opened poly foil pouch. Visual inspection revealed that the tip of the locator was found in a bent shape. The deployment sleeve of the tube was found to be in the forward lock position. The bypass tube was found to be protecting the anchor of the carrier tube assembly at its correct manufacturing location. Microscopic analysis revealed that there was a kink identified at the proximal portion of the manufactured slit in the carrier tube assembly. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not pulled back to the full rear lock position prior to deployment of the device which may have led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.